Event description:
Customer's wife reported customer passed away on (B)(6) 2014. She stated that customer had a bone transplant and his death was caused by post surgery issues. The death was not a diabetes related death. Customer was off the insulin pump and on a ventilator for a month before his passing. Customer's last recorded blood glucose was unknown. The device is being returned for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).